Event description:
It was rpeorted that during a coronary artery eluting stenting treatment procedure, stent embolization occurred. The lesion was located in the proximal right coronary artery (rca). The lesion was severely calcified and the pt's anatomy was severely tortuous. The physician advanced an al 0.75 guide wire through the rca. The physician decided to double wire the vessel with an extra support wire. Next, the physician attempted to advance a taxus express2 3/50x20.0mm drug eluting stent (des) to the lesion site. The physician was able to advance the stent near the lesion site but not able to cross the lesion. As the physician attempted to withdrew the stent delivery system (sds), it literally became stuck in the calcification of the vessel. The physician attempted to forcefully remove the stent. He rpeorte, he pulled so hard that he thought he may cause a dissection to the vessel. Finally, the stent came free but then would not advance back through the guide catheter because the stent struts became flared. The physician then tried to pull the entire sds, but, it would not come back through the sheath. At this point, the stent dislodged. It was located in a small side branch of the right femoral artery using angiograpy. After a surgical and vascular consultaion, it was felt that it would not cause harm to the pt if the stent was left inside the body. Subsequently, the pt underwent an elective CABG procedure two days later. There were not pt complications. Further information has been req in regards to the initial procedure and the intervention.

Manufacturer narrative:
The complaint source confirmed that the product has been disposed and no analysis was possible. The manufacturing records for top assembly batch 8291262 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined. Boston scientific manufacturing process include extensive testing and inspections to ensure product meets or exceeds material, assembly and performance specifications.